Event description:
It was reported that the workstation monitor of the system 9600emi would not initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was able to initialize multiple times. The system was tested and found to be working as intended and placed back into service.